Manufacturer narrative:
D4 (additional device information) was updated. The reported complaint that autopulse lifeband (lot 204759) was twisted inside was confirmed during the visual inspection. The lifeband is twisted where the retainer clip is located. It is not possible to straighten the lifeband. Functional testing could not be performed due to the lifeband condition. The lifeband could not be seated properly. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for lifeband with lot 204759.

Event description:
When the customer changed the autopulse lifeband after use of the autopulse platform, a brand-new autopulse lifeband (lot unknown) was taken out. She attempted to insert the band but it was twisted inside, and she couldn't get it to sit right. She replaced the band with another new one. Per the customer, the failure would have prevented therapy being delivered. No patient involvement.

Manufacturer narrative:
The lifeband in the complaint has not been returned for investigation. Therefore, a physical investigation cannot be performed. If the device is received for investigation/evaluation, the ccr will be re-opened.